Manufacturer narrative:
It was reported that the device will not be returned. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Bleeding is a known potential adverse effect and can occur during the implant procedure, with a varying risk that is dependent on several factors, such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. From the information provided, it is unlikely that the dcs was the cause of the bleeding. The hypotension and tachycardia were likely a response to the bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of the transcatheter bioprosthetic valve, the patient experienced hypotension, tachycardia and abdominal pain. A CT revealed a large intraperintoneal collection of blood and active bleeding from the puncture site through the right inguinal ligament causing bleeding at the distal right exterior iliac artery. The patient was taken for urgent surgical vascular repair. Surgical repair of the bleed was performed, no other adverse patient effects were reported and the patient was recovering and performing inpatient rehabilitation. The delivery catheter system will not be returned.